Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a malfunctioning implantable pulse generator (ipg) was explanted along with a pacemaker capsule. The right atrial (ra) lead and right ventricular (rv) lead were also explanted for an unknown reason. The rv lead had a small amount of adherent tissue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The proximal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that visually there was tissue on helix and proximal electrode, and that is not the lead performance failure. If information is provided in the future, a supplemental report will be issued.